Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Pump received with cracked on display window noted.

Event description:
Customer reported via phone call that the insulin pump lcd screen was bleeding and had green line and hairline crack at the side of screen. The customer blood glucose level was 265 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.